Event description:
The patient reported on (B)(6) 03/18/2014 that she still has concerns regarding her device or therapy but was working with her doctor or company representative.

Manufacturer narrative:
Concomitant medical products: product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 37754, serial# (b(4), product type: recharger. (B)(4).

Event description:
It was reported the patient felt her implantable neurostimulator (ins) had shifted. The patient stated they had lost a little bit of weight and the ins felt like it was protruding out a lot more, it felt like it was shifting more to the left." It was further stated that for the patient the ins used to feel "somewhat level" and that at the time of report "it felt like it was kind of poking out a little bit." It was noted the patient first noticed this a couple months prior to report. It was stated the therapy was working then and that it had stopped working all of a sudden at the time of report. It was reported the patient experienced no stimulation sensation and that she stopped feeling stimulation about two months prior to report. It was noted the patient had last successfully recharged one to two months prior to report. It was further noted the patient had previously charged between six and eight hours but was unable to get the battery to work. The patient reported "she charged and recharged and the (ins) battery was good." It was further reported "you could see the battery picture, everything was full, it showed the green light, and it had a tiny battery on the top and that was full and the big one blinks - and that was like 80% full, but I (the patient) could not get it to work." It was later reported the patient was unable to get either or recharger or programmer to work or connect to the ins. It was further reported the patient had not been able to connect with the patient programmer for the two months prior to report. At the time of report, it was noted the patient received the reposition antenna screen on her recharger. Interrogation with the patient programmer returned the poor communication screen. It was noted an overdischarge was suspected. The patient reported she usually had her therapy on eight to ten hours per day and did not have her stimulation on all the time. The patient was redirected to her healthcare provider (hcp). Additional information has been requested. A supplemental report will be filed if additional information is received.